Event description:
A ventilator was returned to a third-party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device, it was determined the oxygen blending module assembly required replacement due to critical service required codes that occurred.